Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) reviewed and noted atrial tachy response (atr) that seems to be either intermittent, short episodes, or there was some undersensing on the ra lead. Moreover, p waves were low. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The lead was returned severed approximately 63 millimeters from the terminal end, and only the proximal segment was received. There were noted cuts in the insulation and the outer coil has been cut, likely during explant procedure. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) reviewed and noted atrial tachy response (atr) that seems to be either intermittent, short episodes, or there was some undersensing on the ra lead. Moreover, p waves were low. The lead remains in service. No adverse patient effects were reported.